Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was implanted with interstim about 3 weeks ago and her first week "it" started to work really great, the patient had a great difference, but the reporter thought lead/stim may have moved and she had a return of symptoms as they were prior to implant. No falls/traumas were noted. The patient thought it may have happened in her sleep/from sleeping on it because she rolls over onto her back. Stimulation in the wrong location was noted. In the first week after implant she felt stim in vagina area. Currently/since symptom return the patient felt stim toward the side/coming into vagina area. Stim was on now . The patient turns stim up high and says it feels like it goes down even though the numbers do not decrease. Patient services reviewed to gauge by symptom relief. Redirected caller to patient's hcp (healthcare provider) regarding symptom return and change in stim location. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).